Manufacturer narrative:
The complaint cannot be verified, the product meets the specification regarding the customer's allegation. No cartridge was sent for investigation. The delivery accuracy of the insulin pump was tested on the diagnostic test system and meets the specifications. The pump passed all functional and alert/error tests. No malfunction was observed during the investigation. The problem mentioned by the customer could not be reproduced. Therefore, no corrective or preventive actions will be initiated.

Manufacturer narrative:
The incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
Patient's nurse reported the patient's diabetes counselor began the fill up program on the infusion device after changing the insulin cartridge and no insulin is coming out of the infusion set tubing. Nurse stated the patient's mother reported to the diabetes counselor that the patient's blood glucose level has been too high lately and that the infusion device does not deliver insulin. Nurse reported that the mother stated this is the reason the patient is in the hospital. Nurse stated the patient's blood glucose level is between 20-25 mmol/l (360-450 mg/dl). Patient's normal blood glucose level was not provided. Nurse reported the patient's blood glucose level was corrected via pen in the hospital. No further information is available. Requested return of the alleged infusion device for evaluation.